Event description:
The customer reported that the system found an intermittent fault. When scanning, the system won't turn off. No pt injury was available.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.